Event description:
It was reported that the ilet exhibited slow charging, with the battery increasing approximately 3% after about 30 minutes on the charger and progressively slower performance over recent weeks despite use of multiple power outlets. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no alarms. Investigation included customer interview and troubleshooting, and replacement of the external charger. Investigation of this case revealed suspected charger malfunction. It was concluded that the issue was attributable to the external power supply, with device replacement not indicated at this time pending results after charger replacement.